Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 26 dec 2019: (B)(4) has been reopened under (B)(4) due to the receipt of medical record. After review of medical record patient was revised to address left hip pain. Added hole eliminator since this was removed during the revision surgery. Added doi and lot number, manufacturing date, and expiration date of products involved. Doi: (B)(6) 2006; dor: (B)(6) 2016; (left hip).

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.